Event description:
A customer reported the unit would not boot up. Following a one hour delay, a second system was used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and reseated the cables and connections. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the reported event is unk. (B)(4).